Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 717645) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital hemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder disorder"), abdominal pain lower ("lower abdominal pain"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and pelvic mass ("mass on reproductive organ") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital hemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, teratoma, weight increased, weight decreased, bladder disorder, abdominal pain lower, vaginal hemorrhage, dysmenorrhoea and pelvic mass outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital hemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic inflammatory disease, pelvic mass, pelvic pain, psychological trauma, teratoma, tooth disorder, urinary tract infection, vaginal hemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Left 3 coils; right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test bilateral occlusion. Pregnancy test - on (B)(6) 2016: 2 negative pregnancy test. Lot number: 717645. Manufacturing date: 2010-03. Expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder disorder"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), pelvic mass ("mass on reproductive organ"), hair colour changes ("38 and going grey") and emotional distress ("sometimes feel embarrassed") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, teratoma, weight increased, weight decreased, bladder disorder, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, pelvic mass and emotional distress outcome was unknown and the hair colour changes had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, emotional distress, fatigue, gastrointestinal disorder, genital haemorrhage, hair colour changes, headache, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic inflammatory disease, pelvic mass, pelvic pain, psychological trauma, teratoma, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 220 lbs left 3 coils; right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test bilateral occlusion. Pregnancy test - on (B)(6) 2016: 2 negative pregnancy test. Lot number: 717645 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new events (38 and going grey; sometimes feel embarrassed) were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder disorder"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and pelvic mass ("mass on reproductive organ") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, teratoma, weight increased, weight decreased, bladder disorder, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and pelvic mass outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic inflammatory disease, pelvic mass, pelvic pain, psychological trauma, teratoma, tooth disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Left 3 coils; right 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test bilateral occlusion. Pregnancy test - on (B)(6) 2016: 2 negative pregnancy test. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received. New events: lower abdominal pain, vaginal bleeding, dysmenorrhea, mass were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.